Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test. Repeat test was performed and generated a negative result. Confirmation testing (platform unknown) was performed after 6 days of initial testing with binaxnow and generated a positive result. The consumer stated that he was exposed to covid 19 and had severe symptoms . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
This supplemental is being reported to submit a correction on the previous report, combination product in section g4 is inadvertently marked.